Event description:
(B)(4). Really bad pelvic pain, pain during sex, bleeding a lot when on my monthly periods, thyroiditis, diabetes, weight gain, hair los, really bad bloating with stomach and hip pain, back pain.